Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01185. It was reported the patients leads displayed high impedance due to lead migration. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The event of lead explant and replacement due to lead displaying high impedance due to lead migration was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported during follow up surgical intervention was undertaken during which one of the patients leads were explanted and replaced. Note: both leads are being reported as it is unknown which lead was explanted.